Event description:
This spontaneous case was received on (B)(4) 2013 from a consumer and concerned a female pt. No medical history and concomitant medications were reported. On an unk date, the pt received injection of sculptra (poly-l-lactic acid). The batch number and expiry date used were not reported. On an unspecified date, the pt developed a granuloma under eye. It was reported that the physician injected cortisone to the site. The outcome of the event was not recovered. The reporter declined to provide any additional detail. No further info was available at the time of this report. For ref purposes only, this case has also been assigned the following tracking numbers: (B)(4), ((B)(4) on behalf of valeant).

Manufacturer narrative:
Pharmacovigilance_comment: (B)(4) 2013. The event granuloma assessed as serious and possibly related.